Event description:
It was reported that sensing with low p waves and high thresholds were observed on the atrial lead and lead perforation on the rv lead was observed on echo and fluoroscopy. The patient had a cardiac tamponade identified by an echo. Pericardiocentesis was performed. Patient was hospitalized through the weekend. Patient condition was stable.

Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found at the middle region of the lead consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The helix was found to be retracted and clogged with blood. After cutting and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.